Event description:
During screw insertion into s1 for an l3-s1 posterior lumbar fusion, the tulip head popped off the screw. Surgeon removed screw and replaced with another screw. Hospital discarded the screw.

Manufacturer narrative:
The initial MDR decision on (B)(4) 2012 was determined as not reportable. Subsequently reviewed and determined to be reportable as of (B)(4) 2012. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Device is used for treatment, not diagnosis.